Event description:
In 2007, the lay user/reporter contacted lifescan another country on behalf of the lay user/pt alleging his one touch ultra meter was either not powering on or powering off after he turned it on. The medical affairs specialist sent a follow-up questionnaire to the customer service representative in another country to ask the pt. One day earlier at 7pm, the pt attempted to test with his meter but found that it powered off when he turned it on. This was the first time this has happened, as the pt has not been testing his blood sugar for some time. At that time, the pt suffered what he describes as hypoglucemia with symptoms of slurred speech, sweating, and making no sense. The pt's daughter called for emergency services at that time and they arrived 10 mins later. They tested his blood sugar with a result of 1.7 mmol/l. The paramedics then administered a glucose drink and the pt felt much better in 15 mins. On original date, in the morning, the pt suffered a similar episode and the daughter called emergency services again. They again arrived 10 mins later and tested his blood sugar this time with a result of 2.2 mmol/l. They administered a glucose drink and again the pt felt much better in 15 mins. The pt was not able to test during the episode on that day due to the power issue. The pt did not go to the hospital. The pt's daughter took him to a doctor's office where the nurse advised him to perform two tests per day to monitor glucose levels. The pt takes metformin 500 mg in the morning and 500 mg at night. The pt had been taking gliclazide before his 2 hypoglycemic episodes, but the pt's doctor has since discontinued the medication. The pt states he had been eating normally and has not changed his diet prior to the 2 episodes. He does not adjust his medication based on meter readings; he takes them per his doctor's orders. The pt is not testing with a new meter and gave example readings of 5.4 and 5.6 mmol/l. The pt has not had any symptoms since original date. The csr determined by speaking with the pt that he had the meter for approx 2 yrs and has never seen the battery indicator icon. The pt is using correct test strips and the meter would not turn on when inserting the test strips or pressing the button. The meter had suffered no trauma. This complaint is being reported because the pt allegedly could not test his blood glucose due to the power issue and suffered a hypoglycemic episode a few days later. Product was replaced.